Event description:
It was reported that a user experienced a temporary absence of continuous glucose monitoring data on the ilet while using a dexcom g7 continuous glucose monitor (cgm); the readings resumed during the support call, consistent with a transient signal interruption between the cgm and the ilet. No adverse clinical symptoms were reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included troubleshooting and education on temporary cgm disconnections and automatic reconnection behavior. Investigation of this case revealed a transient communication disruption without persistent malfunction, consistent with intermittent signal loss between the external cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was communication interruption consistent with normal operation and user environment, with no device failure identified.